Manufacturer narrative:
A philips remote service engineer (fse) spoke with the customer and identified that there was intermittent sound. The rse confirmed that the speaker was defective. An exchange device was sent to the customer to resolve the issue. Reporter: (B)(6).

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that the device had an intermittent speaker malfunction alarm. There was intermittent sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device was recently received at bench and an update to the investigation is provided. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The issue was not confirmed. The customer was provided a replacement device to resolve the issue.